Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What anatomical structures were anastomosed? What symptoms prompted return to surgery? How was the leak identified? Patient age? Were any difficulties experienced with device during initial procedure? What color cartridges were used? Were any staple malformation issues noted through care of patient? Does the surgeon believe an alleged deficiency of device caused leak? What is the current patient status?

Event description:
It was reported that the doctor performed a bowel resection on a patient. The patient returned to surgery, while in recovery in the hospital. The doctor reoperated on the patient and found a leak at the staple line. The doctor oversewed the staple line with unknown suture. The patient status is fine.

Manufacturer narrative:
Product complaint (B)(4). Additional information requested and received: what were the indications for surgery? Bowel obstruction related to magnet ingestion what anatomical structures were anastomosed? Small bowel. What symptoms prompted return to surgery? Sepsis. How was the leak identified? Visual inspection during return to or patient age? 10 yo. Were any difficulties experienced with device during initial procedure? No. What color cartridges were used? Blue. Were any staple malformation issues noted through care of patient? No. Does the surgeon believe an alleged deficiency of device caused leak? Unknown. What is the current patient status? Required two return trips to the or but has now fully recovered.